Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the pt had an unexpected refractive error that resulted in blurry and double vision. Additional information was received that the iol was exchanged. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).